Event description:
The customer reported a false non-reactive architect hbsag and provided sample data for 1 patient: (customer reference < 0.05iu/ml is non-reactive). On 22(B)(6) 2023 the sample gave a reactive result on the autobio platform. The sample was then retested on an architect i2000sr analyzer which generated a result of 0.00 (non-reactive). The customer reported the result of the autobio platform and not the result from the architect analyzer. On (B)(6) 2023 the customer restated the sample twice and obtained the results of 0.88(reactive) and 1.01 (reactive). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation regarding false non-reactive result of architect hbsag reagent, lot 42452fn01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Ticket search by lot 42452fn01 found that this was the only complaint for the reagent lot. Ticket and trending review for the architect hbsag reagent did not identify any related trends regarding commonalities for lot number and complaint issue. Device history record review did not identify any related any nonconformances, potential nonconformances or deviations associated with the architect hbsag reagent and complaint issue. The overall performance of the architect hbsag reagent was reviewed using field data from customers worldwide. The review included lot 42452fn00, which is identical to lot 42452fn01 and is sold worldwide. The review of field data determined the median result is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. In house testing of lot 42452fn01 was performed and the testing determined all specifications were met indicating that the lot is performing acceptably. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the architect hbsag reagent, lot 42452fn01 was identified.

Manufacturer narrative:
D4 lot # was corrected with updated lot number of 42452fn01 (previous submitted lot number was 42452fn00).

Event description:
The customer reported a false non-reactive architect hbsag and provided sample data for 1 patient: (customer reference < 0.05iu/ml is non-reactive). On (B)(6) 2023 the sample gave a reactive result on the autobio platform. The sample was then retested on an architect i2000sr analyzer which generated a result of 0.00 (non-reactive). The customer reported the result of the autobio platform and not the result from the architect analyzer. On (B)(6) 2023 the customer restated the sample twice and obtained the results of 0.88(reactive) and 1.01 (reactive). There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 6c36 has a similar product distributed in the us, list number 4p53. Phone: complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.